Manufacturer narrative:
Findings: unit received cracked case at display window corner. Pump received with broken reservoir tube lip. Pump received with cracked reservoir tube. Unit received with cracked lcd window.

Event description:
It was reported that the customer had a piece crackd off on top of reservoir compartment of the insulin pump. The customer's blood glucose level was unknown mg/dl. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The patient was advised that the insulin pump need to be replaced.